Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low impedance and noise. It was also reported the patient experienced diaphragmatic stimulation. It was suspected the rv lead was fractured. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo and the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.